Event description:
A cartridge change error was reported in the pump. There was no adverse impact to the customer's blood glucose level. Despite following instructions from technical support, the customer was unable to successfully load the cartridge onto the pump, leading to escalated troubleshooting. The issue persisted, and the customer care team decided to replace the pump. The pump was in warranty, and a new pump was sent to the customer. The customer was advised on backup therapy and instructed on the return process for the malfunctioning pump and programming settings into the replacement pump.